Event description:
A gallstone was captured without incident utilizing this retrieval basket during common bile duct exploration via laparoscopy. During withdrawal of the basket and encapsulated stone, the basket detached and remained in the pt. The pt underwent surgical retrieval of the basket as well as cholecsystectomy. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering eval indicated the basket was detached upon receipt of the device. The basket was detached approx 10cm from the base of the basket. The area of the break consisted of the eight wires which make up the four paired wires. Five of the eight wires were broken in the same area and appeared to have been cut. The three remaining wires were broken approx 1cm from the other five and their ends were blackened. There were no apparent missing sections of the device. Based on the engineering eval, the blackened wires indicate contact with a heat source. It was also indicated this device was utilized for gallstone retrieval which is not an indicated use of the device. Co cannot determine the cause for the blackened wires since follow up did not indicate usage of any other device. However, co believes the above factors contributed to this event and does not attribute it to the device. Although co does not known the source of heat applied to the device directions for use state: "this device should not be directly fired upon by a pulse dye laser... The helical basket is designed to be used through the small working channel of an endoscope, such as a ureteroscope during the procedure... The helical basket is used endoscopically to entrap and remove stones rrom the ureter."